Event description:
It was reported that this right atrial lead exhibited undersensing. Reprograming of the device was performed and further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.